Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No scrolling numbers noted. No button error alarm noted. The insulin pump had an intermittent up arrow button due to corroded keypad trace. The insulin pump had a cracked battery tube threads, minor scratches on lcd window, cracked case at display window corner, cracked lcd window and scratched reservoir tube window.

Event description:
The customer's father reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The caller stated that the insulin pump would not accept the blood glucose input value and was scrolling through numbers unstoppably. The caller stated that he took the battery out and reinserted it, and now the device worked fine. The customer's blood glucose was 200 mg/dl. The caller did not observe any significant events leading to the alarm and keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.